Event description:
It was reported that during a da vinci si myomectomy procedure the harmonic ace curved shears insert worked for about the 20 minutes and then the generator would not engage. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification: the insert failed a self-test on the generator. A functional energy test was performed using a harmonic generator and handpiece. The insert failed a self-test, causing the generator to produce an instrument error message. A high pitched noise was heard during the self test. The insert was disassembled and a hairline crack was found on the blade. The crack was located adjacent to the clamp arm pin. A wear mark was also observed on the blade in the same area as the clamp arm pin, suggesting pin and blade made contact during harmonic energy activation, likely contributing to crack propagation. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.